Event description:
Per spontaneous call from patient-cadd legacy pump sn (B)(4) was giving a 'no disposable, clamp tubing' error this morning when she woke up. She was unable to get it to stop. She switched to her backup pump. No harm to patient, she denies any issues or side effects. Sending a replacement pump for patient tomorrow morning and she will have (B)(6) pick up the broken pump on (B)(6). No further information available. Is the actual device available for investigation? Yes. Did we place device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reports product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.